Manufacturer narrative:
Additional information and correction: it was reported that there was an additional minicap that was found to be cracked (instead of the previously reported two minicaps). Out of the three units, only one device was returned and the evaluation results were reported in the previous submission. The other two units were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were found to be cracked. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a crack on the rim of the minicap. Functional leak testing was performed with a leak noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.